Event description:
It was reported a critical alarm was occurring. Telemetry was done and a motor stall was noted, (false motor stall/telemetry state). The pump was replaced. The patient had a ¿return of some spasticity.¿ the patient status at the time of the report was noted as alive, no injury. The pump was used to deliver baclofen. Additional information further reported the patient experienced withdrawal symptoms. The patient was feeling weak and tired with clammy sensations. The device was interrogated and a motor stall occurred on (B)(4) 2013 with a recovery on (B)(4) 2013 as well. The etiology was indicated as related to device or therapy and not related to implant procedure. The severity was noted as severe and the outcome was ongoing event.

Manufacturer narrative:
Analysis of the pump revealed pumphead pump tube integrity anomaly, unconfirmed pump tube breached. The inside of the pump, and motor can, had residue, with little to no fluid present. A leaking pump tube was suspected, but the leak could not be found or reproduced. It is believe the leak had ¿self healed.¿ (B)(4).

Manufacturer narrative:
(B)(4). The pump was returned. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was received and it was reported that the pump was replaced due to multiple motor stalls. The pump stalled on (B)(6) 2013 at 13:04 and recovered at 13:45. The pump stalled again on (B)(6) 2013 at 05:06 and recovered the next day (B)(6) 2013 at 15:52. The pump stalled again after explant on (B)(6) 2013 at 23:10 with a tube set message on (B)(6) 2013 at 23:10.

Event description:
Additional information later reported the patient outcome was resolved without sequelae (B)(6) 2013.

Event description:
Additional information later reported the explanted pump was alarming. The pump was read on (B)(6) 2013 and it said there was a motor stall occurring. The reporter wanted to silence the alarm first before returning the device to the manufacturer. Additional information later reported on 10/11/2013 the pump was no longer alarming and was being sent back to the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID 8711, serial # (B)(4), implanted: (B)(6) 2011, product type catheter; product ID 8596sc, serial #(B)(4), implanted: (B)(6) 2011, product type catheter; product ID 8711, lot # n126739011, implanted: (B)(6) 2007, product type catheter; product ID 8590-1, lot # n126177, implanted: (B)(6) 2007, product type accessory. (B)(4).